Event description:
I incurred a needlestick injury after engaging what I thought was a locking mechanism. The degaralix injection has a flap which does not lock and falls right off the needle after applied. I administered the injections to the patient's abdomen subq while in the quick inject room, I then applied the flap to the needle then disposed of needles in chemo disposal bag for transport to the soiled utility room. During transport I incurred a needlestick injury through the chemo disposal bag. Degarelix injection with terumo safety hypodermic needle is a one time loading dose used as initial treatment prior to continuous treatment with lupron.